Event description:
The pt was male, age unk. There was no info regarding the vessel. While the 3.5 x 23mm cypher stent was in the protective sheath and was being flushed with heparin, the proximal end of the stent was found to be flared. A different cypher stent was used instead. The product was not clinically used in the pt.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within 30 days upon receipt.